Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was programmed to high pacing voltage due to high right ventricle thresholds. The device reached recommended replacement time in less than three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.